Manufacturer narrative:
Based on new information received on 8/15/2018, the following section has been updated accordingly: additional information: visual symptoms were first reported on (B)(6) 2018. There was no patient injury reported and no surgical intervention was required. Furthermore, patient is happy post-surgery. Product will not be returned as it is discarded by the surgery center. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided; however reported as 27 weeks post op. (B)(6) 2018 used as an approximate date. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient underwent implant with a model zxt225 17.0d intraocular lens (iol) in her left eye (os). Approximately 27 weeks postop, the subject experienced halos, a lot of glare at night and a lack of near visual acuity. Patient's best corrected distance visual acuity (bcdva) was 20/25. On (B)(6) 2018, lens was exchanged with a 17.5 diopter model zct300 iol and issues have been resolved with the patient's bcdva at 20/15. No additional information provided.